Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On 2006-12-28 rp (hcp): the product was received by the manufacturer for analysis in december 2006. Information received with the returned device shows that no problems were reported by the user at retrieval. The device was explanted with no patient symptoms or issues noted; assume elective removal of the product. It is unknown if the device was replaced. The device was explanted and returned to the manufacturer for analysis after approximately 3.5 years implant duration. The unit was implanted in (B)(6) 2003. The exact date of explant was not reported. On 2017-02-09 crts 3513989 (con): information regarding the pump, MRI, and leg swelling was omitted and added to pe (B)(4). Additional information was reported from a consumer on 2017-02-09 wondering if they still had any leads implanted. The patient did not know if all of the leads were removed at the same time or if a lead was left in the body. Per registration the patient had no leads implanted. The patient had an x-ray of the chest and they did not see any leads.